Event description:
It was reported that during a follow up in clinic, oversensing due to noise resulting in pacing inhibition was noted on the device. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, oversensing due to noise resulting in pacing inhibition was noted on the device. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.